Event description:
It was reported that the pulse generator exhibited lack of ventricular output at a base rate greater than 140 beats per minute. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the device exhibited loss of output due to a calibration anomaly. After the device was recalibrated, normal function ensued.